Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited high pacing impedance and lead fracture. The lead was capped and replaced on 29 jan 2024. The patient was stable before, during and after the procedure.